Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductor was observed via x-ray. The electrical values are good. The physician decided to leave the lead implanted.